Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated intravenous firstcin (dose, frequency, and duration not reported) for peritonitis. Extraneal and dianeal therapies remained ongoing. At the time of this report, the patient is recovering. While there was no use error reported, it was reported the patient was retrained on proper aseptic technique during hospitalization. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The patient¿s age at the time of the event was reported as ¿in (B)(6)¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.